Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia cassette could not be disconnected from a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy, when ending treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon additional information, there was no report of a connection issue. H10: due to additional information, there was no connection defect. Therefore, there is no was no cassette malfunction involved in this event. Should additional relevant information become available, a supplemental report will be submitted.